Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of anorectal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of anorectal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned incomplete and it was found during visual inspection without any visible damage in the handle section. The slack was taken up and secured to the post. However, the ligator housing did not returned for the analysis. It was unable to confirm the reported event of bands failure to deploy with testing of the product return. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. The definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.